Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis broken into 2 sections. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 193mm distal from the distal strain relief and partial hypotube break 173mm distal from the distal strain relief. Multiple hypotube kinks were also noted proximal of the hypotube break. During analysis the investigator caused the partial break to separate completely due to handling of the device, the device was then in 3 pieces. A visual and tactile examination of hypotube lasercut region identified a kink in the hypotube lasercut region. A visual and tactile examination of the shaft polymer extrusion found no issues with the inner or outer shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. After a non-bsc guide wire was advanced and pre-dilatation was performed using a 2.0x15mm non-bsc balloon, a 2.25x16mm synergy ii stent was advanced to treat the lesion. However, the device failed to cross and the stent shaft was broken. The procedure was then terminated. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. After a non-bsc guide wire was advanced and pre-dilatation was performed using a 2.0x15mm non-bsc balloon, a 2.25x16mm synergy ii stent was advanced to treat the lesion. However, the device failed to cross and the stent shaft was broken. The procedure was then terminated. No patient complications were reported and the patient status was good.